Event description:
It was reported that the customer went to the emergency room (ER) with an intermittent blood glucose (bg) level of 160-501 mg/dl; cause was unknown. Customer gave a correction bolus via the pump, then was treated in the ER with intravenous fluids of saline and insulin to address the elevated bg. Customer was discharged later the same day with the issue resolved and no permanent damage. Recommendation was made to consult with a healthcare provider regarding diabetes management.